Manufacturer narrative:
One device was returned for investigation. The returned sample was visually inspected, and the device was noted to have a cracked tank cover, broken front cover, a noisy pump, and a damaged speaker on the printed circuit board (pcb). The investigator started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Then triggered all alarms. The led's would blink but there was no audible sound. The customer?s complaint was duplicated and confirmed. It was determined the device had a faulty speaker on the pcb. They were not able to determine the cause of the damage. The pump, pcb, tank cover, and front cover were all replaced. Preventative maintenance was also performed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device had no audible alarms. No patient injury was reported. No other information has been provided at this time.